Manufacturer narrative:
Additional information added in b tab. E and f codes updated. Initial reporter information updated. Investigation results: no photos displaying the reported defect or samples specifically labeled for this complaint were received by our quality team for evaluation, therefore the failure mode could not be verified by sample evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The reported failure mode can be confirmed due to the trend. To see the investigation results of samples that were received under fedex: (B)(4), please review complaint record (B)(4). We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
Additional information received on 14jan. 1. What was the impact to the patient? Additional stick and disrupted process. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port leaked at the septum. The following information was provided by the initial reporter: blood leaking out of gray hub behind the wings.